Event description:
The customer reported that "there is a hole on the packaging case inside the box." There was no patient impacted, as this puncture hole was discovered during set up by the surgical staff prior to the actual surgery. Preliminary evaluation of the returned product/ package found a puncture hole on the sterile package was caused by the tip of the disposable driver from inside out resulting in breach of sterility. There was no patient involvement with this reported problem.

Manufacturer narrative:
Evaluation findings: conmed linvatec received one opened package containing the cf6140h - super revo-ft suture anchor w/#2 (5 metric) hi-fi suture for evaluation. Visual examination of the returned package/product found a puncture hole on the blister package resulting in breach of sterility. After a thorough evaluation of the packaging and in an effort of recreating the reported failure, the packaging engineer concluded that the puncture hole on the blister package was caused by the anchor end of the driver. Based on this finding, it is believed that this scenario could have occurred during packaging, shipping and/or handling of the device. Of the lot containing 40 units, there were no other similar reports received for this item and lot number combination. A 2-year review of the device complaint history showed of 15,888 units shipped, there were no other similar reports received. An investigation was generated to determine the root cause and to address this reported problem.